Event description:
An aa4203vf model lens was implanted and then removed due to a weak zonules and a loose capsule. The surgeon was not able to position the lens. There was no patient injury. The lot number and model of the injector and cartridge are unknown.